Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204, service code 107, connector won't latch) was confirmed. As received, the electrode belt trunk cable connector was cracked and would not securely latch to a test monitor. The cause for the inability to stay latched is a defective connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was reporting a service code 204 and a service code 107, and stated that the connector would not latch.